Manufacturer narrative:
The alleged issue of patient involvement for an unspecified event could not be confirmed; no product or device logs were returned for investigation. The customer hasn't responded to any requests for additional information. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in (B)(4) cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer called to request assistance in downloading the event logs for an unspecified event. At that time, the customer stated that there was patient involvement but did not want to provide any additional event details. There was no patient harm.